Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal power distribution (upd). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had repeated non recoverable error 31221 linked to upd board. Technical support engineer (tse) verified error via error logs however the problem persisted after an epo power cycle. The surgery was converted to laparoscopic.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The upd cfg was installed, programmed and tested on the pca is4000 system, where the universal power distribution configuration (upd cfg) unit functioned as expected. It ran 25x power cycles with no issue on startup and no errors or failures were triggered. This upd cfg remains on the system overnight idling in normal mode with no issue. Additional test was performed and all test passed.